Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA #540245, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. H3: product analysis found that visually, the device was returned in a large zip lock bag. There was no damage noted in the construction of the device. However, there were traces of contamination on the trace pads. There were also small voids in trace pads as well as a scratch at the distal end of trace pad for a red/white lead. The continuity check was performed and electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were, red (28.30 ohms), red with white stripe (43.15 ohms), blue (39.29 ohms), and blue with white stripe (39.31ohms), which indicated that all electrodes were within specification. Functionally, the device was connected to the nim system (device traces were submerged in a saline solution) for electrode check and at first, the electrode check passed. Additionally, the device was manipulated (used stylet to bend the tube) by conducting the bend testing on each trace near the clamp shell. When the trace for red/white lead was bent, the electrode check failed. The vocalis1, vocalis2 and ground electrodes were displayed as ¿x¿ on the screen (failed). There was also ¿lead off detected¿ error message displayed on the screen for both channels. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, after the intubation of emg tubes, the vocalis 1 and 2 sometimes displayed v(pass) and sometimes displayed x on nim. The position of the endotracheal tube's were tried to adjust but useless. After changing the endotracheal tube to 8mm, the vocalis 1 and 2 still sometimes displayed v and sometimes displayed x on nim. Finally, the surgery was performed without the use of the nim. There was a surgical delay of 15 minutes. The patient outcome was reported as alive with no injury.